Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced a low blood glucose event. The customer¿s blood glucose level was 40 mg/dl at the time of the incident and treated with food. Customer declined low blood glucose troubleshooting. Customer also reported to have received a change sensor and sensor updating alerts and troubleshooting was performed and completed. The customer was advised that sensor is being replaced. The sensor will return for analysis. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
.